Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report that on (B)(6) 2013 the patient obtained the blood glucose reading of 197 mg/dl in the morning, and at 6:00 pm the result of ¿hi mg/dl¿ (greater than 600 mg/dl). At that time, the patient experienced the symptoms of thirst, frequent urination, lethargy and he tested positive for large amounts of ketones. The patient was admitted to the hospital in dka and was treated intravenously with insulin. No troubleshooting of the pump could be done at the time of the call to customer service. The reporter noted the infusion set was not properly in the skin, but laying on top of the patient¿s skin, which could have contributed to under-infusion of insulin. As the patient suffered blood glucose levels and symptoms suggesting severe injury while using the pump and was admitted to the hospital in dka, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the black box and histories for the event on (B)(6) 2013 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. Pump case is cracked near the top right corner of the display lens. Pump opened and moisture damage found on pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.